Manufacturer narrative:
There are no reports of any excessive activity or trauma that may have contributed to migration of the ipg. There are no indications of any system or component failure outside of the migration, the patient reported receiving good pain relief when the system was connected. All components remain implanted and in use after being repositioned. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. In (B)(6) 2025 the patient reported some difficulty with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting in the field was unable to correct the issue. Xray imaging found that the ipg had migrated within the pocket and the orientation did not allow for proper communication. A surgical revision was performed on (B)(6) 2025 to reposition the existing ipg in a new pocket on the opposite side of the patient's back. No components were removed or replaced and no new components were implanted.